Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to inflation issues with his inflatable penile prosthesis (ipp). It was noted that the original device was implanted over 15 years ago and upon explant, a hole was found in both cylinders. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. The patient status following this surgery is good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.